Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
A follow up phone call to the customer was made, and the customer stated that there was no hospitalization. The customer treated the high blood glucose levels at home with guidance from the healthcare professional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 570 mg/dl at the time of incident. Troubleshooting found that the pump has alarmed excessively and may have suspended delivery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced in the same day and to return the product for analysis. Customer declined high blood glucose troubleshooting.